Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from life legacy foundation with no information. Further review of the manufacturer's database indicated the patient died approximately seven months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the inner insulation was pulled apart (overstress), the lead was stretched and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation, the lead was stretched and there was apparent explant damage.